Event description:
The customer reported that during a gastrectomy, oozing under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to seal the vessels and complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.